Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced high blood glucose level. Customer¿s blood glucose level was 417 mg/dl at the time of incident. It was unknown that the auto mode feature was active at time of high blood glucose event. Customer was not assisted with troubleshooting for high blood glucose level. Customer stated that insulin pump had a crack going down the back. Customer stated that insulin pump was neither dropped nor bumped. The insulin pump will be returned for analysis.